Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the black box showed evidence of unexplained pump reboots. There was no damage found to the returned battery cap. The returned battery cap fully attached to the pump with no yellow o ring showing. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with returned battery cap/returned cartridge cap; no power issues were duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of internal moisture or damage was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date in (B)(6) 2014, the patient experienced a blood glucose of 555 mg/dl with polydypsia and confusion associated with no power to the pump. Reportedly, the patient remained on pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was a replace battery alarm that led to the power loss observed in the alarm history. Cts instructed the user to change to a new battery from a new pack and the pump powered on appropriately. It was reported that several hours after the bg excursion, the patient changed the battery and their bf began to come back to target. It was reported that there was no damage to the battery compartment and the battery cap was able to fully tighten to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not properly acknowledging a replace battery alarm.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.